Event description:
Boston scientific received information that the shock impedance measurements have been high out of range (oor) since the implant of this crt-d. An induction test was performed back in 2009. A 21 joule shock was successful and the impedance was around 84 ohms. The physician accepted these measurements, and did not perform a revision. This patient just recently received a latitude communicator. Once the communicator was connected, a red alert was generated for high oor shock impedance measurements. Again, there will be no changes made to the implanted system. Everything remains implanted. It was also noted the associated right ventricular (rv) lead is a competitor lead. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.